Event description:
It was reported that, during a procedure, a piece from the novostitch pro meniscal repair system broke off in the patient. The surgeon attempted to manually remove the piece with arthroscopic instruments but was unable to. After several minutes attempting to locate the piece, the surgeon assumed it was sucked out via neptune suction. X-ray was ordered and completed, and the surgeon confirmed that the imaging did not show the broken piece before closure. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported. Further information is not available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.